Event description:
Profound and permanent neurological injuries, other neurological [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that his (B)(6) female client used fixodent denture adhesive, version unk cream and/or super poligrip original cream, both beginning in 1970 through 2009, and reported the following: profound and permanent neurological injuries, other neurological disorders, severe and permanent physical injuries. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.